Manufacturer narrative:
Gtin unavailable, product made prior to compliance date, (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was removed on (B)(6) 2016 due to suspected valve occlusion. No further information (including patient information and initial surgery information) was provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 120mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected it was noted that the x ray dot was dislodged as well as a crack in the valve casing. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism move slightly during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was flushed, no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 120mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark in the valve casing were noted. This is probably due to the valve receiving some form of impact. Corrosion was noted on the x ray dot. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3110, with lot p.1917, conformed to the specifications when released to stock on the 7th june 1999. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged x ray dot could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. The root cause for the programming issue is probably due to the x ray dot sitting on the cam mehcnism, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.